Event description:
It was reported that during a laparoscopic appendectomy procedure the white load was removed and a blue load was loaded in the device. The device was fired onto the appendix and the device fired fine. After firing the device the blue reloaded was removed. They tried to load the white reload that was removed from the device and the white load would not load into the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Cartridge pan dislodged the analysis showed that the atw35 device was received in good visual condition and with no reload present, however a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.